Event description:
The patient initially reported in 2007 that he heard an alarm sound randomly and felt like he had a cold and was not feeling like he usually does. The patient presented to the hospital, but nothing was found. The patient had a refill scheduled for november, but the patient changed to a different hcp. Per the patient, the pump settings were increased at the time of the visit to the new hcp, but the patient did not confirm his refill date. The patient again called the manufacturer again in early two months later, to report that a programming error had occurred about 1 month ago that lead to "withdrawal." The new hcp confirmed that at the first pump refill, an alarm was noted and the patient had unspecified withdrawal symptoms. The hcp further reported that at pump implant, the next refill date was incorrectly calculated thus the alarm was sounding and patient was feeling withdrawal symptoms. The pump contains morphine and bupivicaine. The patient has had ongoing issues with a seroma and erosion of the skin over the pump. He was seen again last week for the 2nd pump refill and the hcp noted that the patient's incision still had not completely healed in fact it had broken open. Patient was referred to a surgeon for further evaluation. At the time of this report there were no plans for removal of the device although the patient has indicated a desire to have the pump explanted. See manufacturer's report #: 3004209178200702754 for details of the erosion.